Event description:
Additional information was received indicating that technical support was contacted and recommended reprogramming to resolved the post-paced t-wave oversensing. No intervention has been performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information was received indicating that the device was reprogrammed to resolve the event.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the device. No intervention has been performed at this time. The patient was stable, and will continue to be monitored.